Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, he was hospitalized for low blood glucose of 61 mg/dl. Customer states, he was on 500 units and was taking too much insulin but they switched him back to 100 units. Customer also reported that the insulin pump went into threshold suspend but her blood glucose was 137 mg/dl. The threshold suspend limit was set up at 80 mg/dl. Current blood glucose was 155 mg/dl and sensor reading was 133 mg/dl. Nothing further reported.